Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure, a small piece of the trocar broke off into the patient. It was retrieved. No other adverse events were reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The envelope seal had a hole in it. Product analysis suggests the product was used in a surgical procedure. The root cause of the observed condition could not be reliably determined due to damaged seal; however, based on observations the most likely root cause for the observed condition was determined to be mishandling of the product. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.